Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the tube had rotated with respect to the bowl as a result of a weld defect. After applying a small amount of horizontal force, the tube and bowl were separated. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the curved cannula found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the staff reportedly observed the welding on the single site 5 x 250 mm curved cannula had come loose from the proximal end, subsequently caused the tube to freely rotate. There were no missing and/or fallen pieces reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.